Event description:
Info received on 5/21/97 indicates an ipp device was implanted in 1993, day not provided. On 4/25/97 the entire device was removed from the pt and replaced due to fluid loss-cylinder.